Event description:
Refer to medwatch no. 1219856-2007-00269 for first event involving same pt. It was reported that md inserted sheath while in cath lab. Iab was prepped per instruction & inserted without incident; however, pump emitted "kinked catheter" alarms when rn initiated pumping. The team tried troubleshooting the error, but could not initiate pumping. As a result, md used another brand iab and pump.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.